Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The altered sensation rate seen (B)(6) worldwide incidents out of estimated (B)(6) procedures performed to date) is approximately 0.035% of the procedures and within the acceptable range as identified in risk analysis documentation. Requested. Age, weight and date of this report requested.

Event description:
Clinic reported a patient who experienced numbness and shooting pain in left arm and fingers. Clinic did not provide date of event but the patient reported the symptoms 1 day post-treatment.

Event description:
Update: clinic reported a patient who experienced numbness and shooting pain in left arm and fingers 6 days post miradry treatment. At 1 week follow-up appointment, the numbness resolved.